Event description:
It was reported that a pump alarmed constantly for air in line, when no air was present. The pump was programmed to deliver vancomycin at rate of 100 ml/ hr. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was not able to reproduce the air in line alarm. However, the evaluation confirmed cracks in the upstream sensor, which is a known contributor to air in line and upstream occlusion alarms. The failed upstream sensor was replaced.